Event description:
It was reported that a device issue occurred resulting in additional surgery. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal right coronary artery (rca). After a stent was deployed in the rcs ostium, a 2.50 x 28mm synergy xd drug-eluting stent (des) was introduced. The device was kinked before entering the guide catheter. The edge of the implanted stent and the strut of the 2.50 x 28 synergy stent were caught and damaged. The 2.50 x 28 synergy stent could not be removed and the patient had to undergo additional surgery. The patient condition was stable.